Manufacturer narrative:
(B)(4). Approximate age of device - 60 days. The report of intermittent increases in the pump power values observed was confirmed based on the information contained in the submitted system controller log file. Several intermittent increases in pump power above 10 watts were captured; however, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A correlation between the device and both the elevated pump powers and elevated lactate dehydrogenase level could not be conclusively determined. The device remains in use supporting the patient. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient observed intermittent elevations in the pump power value, but was asymptomatic. A ramp study echocardiogram was performed during which some high pump power values were observed. The ramp study found that the aortic valve was opening with each heartbeat between 8000-8800rpm, with less frequent aortic valve opening between 9200-9600rpm, and the valve was closed with the pump speed set at 10000rpm. The patient's inr at the time of the event was at 2.6 and the patient's lactate dehydrogenase (ldh) level was within normal limits, so the patient was discharged home with the plan to be monitored closely. Outpatient labs on (B)(6) 2016 showed that the patient's ldh level had increased to 1100 u/l, which is much higher than the patient's baseline, and more frequent pump power elevations were observed. The system controller log file was reviewed by a representative of the manufacturer's technical services team and captured several pump power elevations greater than 10 watts scattered throughout the last part of the log file. The patient was readmitted but was discharged to home soon after when the patient's ldh and plasma free hemoglobin levels returned to their normal limits after being tested. The patient would return to the hospital for future labs. It was reported that the pump power values remained slightly varied, but the patient was clinically stable and asymptomatic. No additional information was provided.